Event description:
Surgery was a planned arthroscopic rotator cuff repair. Anchor broke in the patient as it was being inserted. Surgeon converted to an open rotator cuff repair. Broken anchor was removed in total. Replacement anchor of the same part number, different lot number was used successfully to complete the repair. Facility policy requires that broken anchor is to kept in their possession and anchor will not be released to smith & nephew. Additional information confirmed there is no hole preparation prior to insertion. Surgeon tapped with a mallet to start. Average bone quality.

Manufacturer narrative:
(B)(4)